Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An ophthalmologist reported that a pt sustained a posterior capsule tear and a small part of the nucleus dropped to the back of the eye. An anterior vitrectomy was performed and a three piece iol (intraocular lens) was placed in the sulcus. The pt is being referred to a retinal specialist for further evaluation.